Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was not impacted during the occlusion alarms. System check was performed and the pump performed as intended. The customer believes the infusion sites may be placed on an area where there is muscle tissue and are unable to place the infusion site on other areas due to scarring. The customer reported that after an occlusion alarm occurs, they successfully resume insulin delivery and continue using the pump for diabetes management.